Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the acoustic stud was found broken off of the hand piece into the instrument. No pt involvement was reported.